Event description:
It was reported that during a da vinci-assisted unspecified procedure, a staff member complained that the laser line located on the center column above the microphone hit them in the eye. This issue occurred while the da vinci system x sl1127 was being moved. The laser caused their eye to become mildly irritated and watery, which followed the incident for several days. They then went to the eye clinic. Medical intervention was provided in the form of seeing three consultant doctors and having a series of ¿very thorough¿ eye examinations. Per the staff member, it has been determined that the eye did not sustain any long-term harm or damage but costs were incurred for an additional eye test with their optician to check for any vision changes with their prescription.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the system log was not performed since there was insufficient or unconfirmed product / event information.